Manufacturer narrative:
Date of event: unknown, not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: unable to review the manufacturing records as the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon explanted symfony intraocular lens from patient¿s right eye in secondary surgical procedure which was initially implanted by another surgeon because the patient was not happy. Additional information was received, and it was learnt that vitrectomy was required. There was no patient injury. Patient is doing well. Reportedly 1-week post exchange, the patient is 20/20 with -0.5 correction. Lens from another manufacturer was used as replacement for the patient. The explanted lens was discarded. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.